Event description:
The customer called for assistance in resolving a product problem that the customer was attempting to trouble-shoot themselves prior to calling for assistance. The customer reported that they were unable to "ping" (establish communication with) devices on the system's network, indicating that the product would be unable to centrally monitor patients. There were no patients on the product and no patients were affected. Telephone technical support assisted the customer in isolating the problem to a component of the product, an ethernet hub not manufactured by welch allyn. The symptoms of the reported problem are consistent with failure of this network component. Date is approximate because the reporter did not know when the malfunction began; the product was last known to be working two days prior.

Manufacturer narrative:
Device does not have to be returned for evaluation as assistance was rendered via telephone communication. Complaint investigation has not been completed.